Manufacturer narrative:
(B)(4). Reported event of stent partially deployed. Although expected, the device at issue in this complaint has not yet been received for evaluation; therefore, a failure analysis is not available. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(4) 2017 that an ultraflex esophageal covered distal releases stent was to be used in the esophagus to restore lumen patency during a stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the stent was attempted to be deployed; however, once the stent was deployed 1 cm the stent was no longer able to be released. The partially deployed stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Investigation results: a partially deployed ultraflex esophageal stent and delivery system was returned for analysis. Visual evaluation of the device found that the shaft was kinked and a shallow groove could be seen on the skived deployment suture sideport. Functional analysis of the device found that the stent was possible to deploy; however, the shaft bowed during deployment. No other issues were identified with the device. The condition of the returned device was consistent with the complaint incident, the stent was received partially deployed. The investigation concluded that the observed failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that an ultraflex esophageal covered distal releases stent was to be used in the esophagus to restore lumen patency during a stent placement procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the stent was attempted to be deployed; however, once the stent was deployed 1 cm the stent was no longer able to be released. The partially deployed stent was removed from the patient and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be good.